Event description:
A healthcare professional reported during the intraocular lens (iol) implantation that iol was unable to push it through the cartridge. There was no patient contact. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of unable to push iol. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).